Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for the last week and a half the patient felt like their stimulator was not working as good as it used to. Patient stated that it almost felt like it was going back to where it was before they had the surgery. Patient mentioned that yesterday they tried a new setting and it caused them so much pain that they were sitting up last night and there was no way to switch it back to their home setting or turn it off. During the call the patient reset the communicator. Pt was able to adjust settings.  Pt reported they would address the stimulation system later. Pt would follow up with their managing hcp as needed.